Manufacturer narrative:
Date received by manufacturer corrected to (B)(4) 2011.

Manufacturer narrative:
Corrected date of event to (B)(6) 2010 all pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported by the account that the haptic on the intraocular lens was distorted when removing from the packaging. When received it was noted during inspection that one haptic was stuck to the optic of the lens.

Manufacturer narrative:
Lens was received and inspected under 10x magnification. Results show the leading haptic of the iol adhered to the optic. Definitive cause is unknown. No patient issues associated with this event. All information currently available is included in this report.